Event description:
Healthcare professional reported capsular contracture baker grade IV. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade: IV.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: broken shell, underweight. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Stress mark. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks assessed as surgical impact and non-penetrating nicks." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" against right device. The device was explanted.